Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. While adhesions are known adverse event that is listed in the IFU, no conclusion can be drawn at this time. We will submit a follow up report when/if, product is returned for eval or additional info becomes available.

Event description:
Info reported by pt: pt underwent a incisional hernia repair with sepramesh in 2007. The pt reports she underwent pain, nausea, and gastrointestinal symptoms beginning shortly after the sepramesh was placed for hernia repair. The pain is described as severe and in the area of the hernia repair. The pt takes morphine for the pain. In 2008, pt went to another country for adhesion surgery, because they use a spray gel for adhesion prevention. The surgeon noted massive amount of adhesions attached to the mesh which he cut. The pt feels the sepramesh did not work. The pt's symptoms continue.